Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise after the patient received shocks from their device. Lead testing and isometrics were performed at that time which were normal. It was thought at that time that the lead might have insulation damage from rubbing against the patients right ventricular (rv) lead. The lead was later surgically abandoned due to noise.